Event description:
According to the information available, this report concerns a (B)(6) male with spina bifida occulta and surgery at birth for anorectal atresia and a medical history of abdominal pain during evacuation, rectal prolapse (no information about management or operation) and an untreated rectal-urethral fistula. Due to constipation, bowel management with peristeen transanal irrigation (tai) was initiated in 2010 every 8-10 days, with 1000 ml of water and 2 pumps of the balloon. The patient never received any formal training or medical assessment before initiation of tai with peristeen but decided to start using the device. On (B)(6) 2022 after many days without evacuation, the patient had difficulties with inserting the catheter into the rectum due to the presence of hard feces. The patient sometimes removes feces manually from the rectum to be able to insert the catheter but at the incident he did not. When the patient inflated the balloon, he felt immediately felt severe abdominal pain and had to stop the procedure. He saw blood on the catheter and in the toilet. The patient was admitted at the hospital on the same day. The patient experienced severe abdominal pain, sepsis symptoms and fever. A perforation was confirmed with x-ray and CT scan and the patient was treated conservatively with antibiotics (no information available if the perforation was intraperitoneal or extraperitonal). He was discharged after 15 days and is under recovery. No further information is available at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.